Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Contact states that the sling has been laundered according to the directions on the tag and when dried it is coming apart at the seams of the sling.